Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that (B)(6) patient had developed a skin irritation under the therapy pads. The patient saw his company's doctor and began using a bephanten salve ointment. After using the ointment, the patient reported the irritation has improved. The patient has decided to end use at his own risk.